Event description:
The user facility reported that a leak occurred around the valve where equipment is introduced of the glidesheath slender. Routine diagnostic cases with just j wire and diagnostic catheters were used. They used an 80-1060 sheath, and the problem did not occur. The video shows a 6 french al2 launcher catheter inserted and blood leaking around catheter. The blood loss was less than 250cc's. There was no patient injury/medical or surgical intervention required. Additional information was received on 18 apr 2023: the patient was in stable condition. The procedure continued with the leakage. It was a diagnostic case.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: registered technician (rt). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
H6: investigation findings: code 213 is based upon the investigation of the unused samples; code 4210 is based upon the video provided. H6: investigation findings: code 213 is based upon the investigation of the unused samples; code 4307 is based upon the video provided. This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. A review of the device history record of the product code and lot number combination was conducted with no findings related to the reported event. One unopened 6 french glide sheath slender (gss) kit with all components was returned for evaluation. This was not the complaint sample but a gss of the same product code and lot number. No visual abnormalities were noted on any of the components nor the packaging. The sheath valve was subjected to leak testing without anything inserted in it and with the dilator inserted in it. The valve passed leak testing in both instances. The video provided by the user shows blood droplets leaking through the ccv valve when a device is inserted. The complaint can be confirmed for valve leakage because of the video provided depicting the valve leak. The exact root cause of the valve leakage experienced by the user could not be determined. No failure mode was detected on the sealed returned device, which would indicate that this was not a lot wide manufacturing issue. Historically, valve leakages have been caused by off-center insertion of the dilator. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).